Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One 6fr glidesheath slender sheath along with a competitor's catheter and guidewire was received for product evaluation. Visual inspection revealed that the sheath was detached from the hub. There was a kink present in the middle of the sheath and the tip was noticed to be deformed and kinked/folded. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that excess force exerted on the sheath due to resistance encountered while withdrawing the device. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the a glidesheath slender 6fr sheath failed. The sheath inverted on itself and all equipment was removed as one unit prematurely. The patient was in stable condition. The procedure was completed. The patient had an expression of a hematoma and will have further monitoring of the arteriotomy. Additional information was received april 17, 2019: a left heart catheterization was performed using a terumo 6fr slender sheath. The right radial artery was accessed using a double wall technique and sheath was introduced. Initial introduction of the sheath was smooth and uneventful. Radial cocktail was given through the sheath, (200mcg nitroglycerin, 2.5mg verapamil, 2000 units heparin) as protocol to relieve further spasms, coagulation and increase arterial dilation. A 6fr 4.5 tiger catheter was used to cannulate both the right and left coronary artery without complications. Anatomy of the right radial arterial system was normal and did not require any abnormal or further manipulation to the catheter. During the removal of the catheter, physician encountered a significant amount of resistance in the last portion of the catheter. After some struggle, physician determined to remove the sheath and catheter as one unit. Terumo tr band was placed. The patient developed a small to moderate size hematoma during the transaction. The estimated blood loss was less than 250cc. Additional information was received april 261 2019: a diagnostic "j" tip wire was used once to engage the left coronary system after the right coronary system was visualized. While the physician removed the sheath and catheter, technologist held pressure on the right radial artery and then a terumo tr band was placed with 12cc of air. The patient's arm was accessed and was determined no further intervention was need. The patient was transferred to a room for port-operative observation. The estimated blood loss was 10-20cc. The patient was stable pre, intra and post procedure.